Event description:
Patient in for removal of ruptured breast implants. This was identified on MRI of the breast on [redacted date]. Implants sent to pathology. Unsure of original breast implant date. Foreign body, right breast implant, removal: received fresh is a 342g, 13.5 x 13.2 x 2.8 cm previously disrupted breast implant. The wall displays a 10.0 cm defect with protruding gelatinous, clear, yellow tinted thick material. The wall displays the inscription "mentor 6624371 m+ 350 cc." Foreign body, left breast implant, removal: received fresh is a 330g, 12.5 x 12.5 x 4.0 cm previously disrupted breast implant. The wall displays a 10.0 cm defect with protruding gelatinous, clear, yellow tinted thick material. The wall displays the inscription "mentor 6543060 m+ 325 cc." Implants will be returned to manufacturer for patient reimbursement.